Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that there was a decrease in sensing on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. There was no damage was observed on the lead during the replacement procedure. The patient was stable with no adverse consequences.